Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of delayed biofilm reaction, lumps, hot, burning sensation, nodules, redness and inflammatory/infective response are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Device labeling: precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine to the nasolabial folds, oral commissures and marionettes. About 4 months later, the patient had dental treatment done. About 4 months after that, the patient developed a delayed biofilm type reaction that consisted of the patient feeling of the filler becoming lumps in the nasolabial folds, oral commissures and marionette areas. These enlarged over about a week or so. Patient then developed hot, burning sensation in the overlying skin in these areas. Patient did not have any systemic symptoms of fever, sweats, etc. About a week after symptom onset, the patient was reviewed by their general practitioner and was prescribed with flucloxacillin. On the following day, healthcare professional treated the patient with hyalase. Patient was then stopped on flucloxacillin and prescribed with augmentin. Patient was reviewed again the next day and had another treatment with hyalase. Patient still has nodules present but the redness had significantly reduced. Patient had another review 6 days later and another treatment with hyalase. Treatment was necessary to prevent permanent damage as the patient may have had permanent damage to the skin of the inflammatory/infective response continued. Symptoms are ongoing.